Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that deployment of the pipeline was attempted from around the distal portion of the anch; however, inflation of the distal portion of the pipeline was insufficient. The device was advanced further out of the microcatheter, and push and pull were repeated; however, complete inflation was not achieved, and therefore it was retrieved. Poor deployment was reported in the stent's distal part. The pipeline was not located in the bend of the vessel. More than 50% of the pipeline was expanded due to poor deployment. The pipeline was resheathed 3 or more times. No additional steps were taken such as using other equipment to deploy the stent. The pipeline was received and retrieved from the patient's body along with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an amorphous, unruptured left internal carotid artery, c2 aneurysm. Landing zone vessel diameter: distal: 3.5mm and central: 5.1mm. It was noted the patient's vascular flexion was strong. Dual antiplatelet therapy (dapt) was administered. Postoperative hemoflowography findings showed no abnormal findings.